Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Embecta received it: tue 7/9/2024 10:13 am. Sent: 7/8/2024 1:50 pm. To: customer_support@bd.com subject: ultra-fine syringes: too many lack sufficient lubrication. The lot number on the last box delivered is #3219483. For the last several years, my doctor has been prescribing bd insulin syringes, 90 count, # ndc/hri#08290-3282-89. For the first few years I almost never found a syringe which didn¿t deliver the insulin effortlessly. But during the last 12 months or so I frequently find syringes making it difficult for me to deliver the medication when pushing down on the plunger. Obviously, this is due to lack of sufficient lubrication and/or other manufacturing defects. "As I am handicapped and must self-inject daily such defects can put me at risk with embedded broken needles and other dangers." Please investigate this situation as soon as possible